Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. There were no data logs returned for this case. Thrombus was added since it was found on the returned product. The pump was returned and there were no physical abnormalities found but was a slight film in the purge gap and some biomaterial around the impeller. The pump was soaked and it was ran for 26 hours without purging and the flows were slightly saturated, most likely due to the biomaterial present. Low pump flows were not able to be reproduced. Due to lack of data logs returned, the root cause of the low pump flow cannot be determined. As the necessary information was not provided, the root cause of the thrombus was not determined h3 device not returned was erroneously selected yes on the initial manufacturer device report number 1220648-2025-28233. H6 type of investigation code 4114 was erroneously entered on the initial manufacturer device report number 1220648-2025-28233. H10 narrative erroneously stated that the device was not received on the initial manufacturer device report number 1220648-2025-28233.

Event description:
The complainant reported that the upon initial prime of the impella cp, the placement signal was inaccurate. In response to suction alarms a 500ml bolus was given. The patient survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the upon initial prime of the impella cp and calibration, placement signal was inaccurate. Impella was placed and placement signal kept being an issue throughout the procedure. The physician was able to complete the procedure successfully.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: the clinical stated that upon initial calibration the placement signal read -20/-56 and that the rep told the physician to not touch the metal cage upon insertion. The pump was returned and connected to the console and it read -36/-37 while flowing in a bucket of water. The 5s were taken and they were all within specification. No placement signal alarms were produced. The pump was uson tested and it reacted to the pressure but the was about 20mmhg higher then what the set pressure was. The pressure with the uson was started at high values instead of 0 which could have impacted the way the sensor was responding. Though there are not data logs, the imc logs from the connection to the lab console show that the calibrated g0=16250 while the factor g0=16312, showing a difference of 70. Based on the returned product and g0 values, it can be determined that the root cause of the optical signal issue is most likely due to an offset error however it is unknown how the offset became incorrect due to lack of field data logs provided, and the clinical stating that the doctor might have placed pressure on the sensor. Low pump flow the pump was returned and there were no physical abnormalities found but was a slight film in the purge gap and some biomaterial around the impeller. The pump was soaked and it was ran for 26 hours without purging and the flows were slightly saturated, most likely due to the biomaterial present. Low pump flows were not able to be reproduced. Due to lack of data logs returned, the root cause of the low pump flow cannot be determined. Thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization) any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Manufacturer narrative:
B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.